Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. The physician rewired the device. When attempting to remove the device it broke at the distal guide. No resistance was felt during device removal. The physician stated that the break in the sheath was caused by heavy scar tissue at the access site. The sheath remained in the artery. The patient was taken to surgery where a cut down was performed to remove the sheath of the proglide device. Hemostasis was achieved surgically. There was no reported adverse patient effect. There was a clinically significant delay in the procedure due to the surgical removal of the proglide device sheath. The cath lab technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. Because the plunger, suture, link, needles, and cuff were not returned the reported needle to cuff miss could not be confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.